Event description:
It was reported that patient underwent tactra malleable penile prosthesis surgery due to unspecified reasons. There were no patient complications reported.

Event description:
It was reported that patient underwent tactra malleable penile prosthesis surgery due to unspecified reasons. There were no patient complications reported.